Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis symfony toric multifocal intraocular lens (model zxt150, +15.5 diopter) was explanted in a secondary procedure because of patient complaining of visual disturbance and was not happy with the results following the lens implant. Reportedly a model zma00 +15.0 diopter intraocular lens was implanted as the replacement lens for the patient. Additional information reports that the lens dislocated post implantation. Reportedly a vitrectomy and limbal relaxing incision were performed during the explant. Patient has dry eye syndrome and was doing well when discharged. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/16/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection was performed and product was cut in half, most probably to make the explant possible. Considering the condition of the returned lens, further analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.